Event description:
Device malfunction: coil unraveled. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the stenting procedure in an unspecified vessel, upon inserting the supracore guide wire through the catheter, the outer coil wire unraveled causing a rough edge. No stent delivery system or balloon catheter could be transferred over the wire. There was no reported adverse patient effect. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.